Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was greater than 600 mg/dl with ketones and an injection insulin bolus was administered to address the bg level. The customer changed the cartridge. The next day, the customer's bg level was good. As the contact was not with the customer at the time tandem technical support was called, troubleshooting to determine a possible cause of the occlusion was unable to be determined.